Event description:
While rn was connecting secondary tubing (cisplatin chemotherapy) to cassette hub. The hub and cassette cracked. Manufacturer of primary infusion tubing contacted-contact tubing saved.